Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the male end of an unspecified quantity of clearlink extension sets were "too tight"; further reported that they could not be manipulated by nurses with one hand while setting up an IV with one hand. This was noted during product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.